Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. As returned the alignment guide wingnut locking mechanism is seized. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required root cause was identified as a failure mode of forcible disassembly was not identified during development, leading to an inadequate design of the lock nut mechanism. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during an initial knee arthroplasty, the screw to hold the rod could not be turned before and after it was autoclaved. A hammer was then used to impact the screw to turn causing white particles to come out from the screw. After the hammer was impacted, the screw was able to function properly. Subsequently, the guide was sterilized again and used to complete the procedure which caused a slight delay of sixteen to thirty minutes. No adverse events have been reported as a result of the malfunction.